Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 889-28, lot# v819673, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported they were not able to make adjustments both with or without the antenna attached and were seeing a poor communication screen. The patient first noticed this on (B)(6) 2014. The patient¿s implantable neurostimulator (ins) had a low battery and they saw the message about two month prior to report. The patient had a loss of therapeutic effect but they mentioned several times that they were not sure if they had lost therapeutic effect. It was noted the patient had to go to the hospital on (B)(6) 2014 while on vacation because they could not go to the bathroom at all. The patient had a catheter placed and still had the catheter in at the time of report so they were not sure if their therapy was still working. A week prior to report, the patient thought they felt something like the therapy working so they weren¿t sure it their ins was still working. The patient¿s catheter was scheduled to be taken out the day after report.